Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericarditis occurred and the patient was hospitalized. During a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. It was mentioned that after the procedure the patient experienced pericarditis, so pain medication was provided and was hospitalized. The patient was discharged on (B)(6) 2026. The device is not expected to be return for analysis as it was disposed.